Event description:
Medtronic received information that during the attempted implant of a transcatheter bioprosthetic heart valve this delivery catheter system (dcs) stopped advancing during deployment and exhibited a clicking sound. The system was withdrawn, and another dcs was used. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Analysis results: upon receipt at medtronic's quality laboratory, visual examination of the dcs noted a kink was observed on the capsule. The handle appeared intact. The micro knob (thumb wheel) appeared to retract and advance the capsule without difficulty or ¿clicking¿. The macro (cursor) moved to fully advance and retracted positions without difficulty or ¿clicking¿ and locked in place when released. The distal tip of the capsule seated flush against the plunger tip when fully advanced. Minor kinks were noted on the proximal end of the capsule. Tiny stress marks were observed along the distal tip of the capsule and appeared to be associated with initial loading of the valve. No damage was noted on the catheter tabs. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There were no gross visual defects that appear related to the deployment difficulty.

Manufacturer narrative:
Additional information has been requested regarding this event. The device has been returned and analysis is pending completion. Upon completion of analysis and the receipt of any new information, a supplemental report will be filed. (B)(6). (B)(4).